Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a revision procedure to upgrade from an implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d), there was difficulty inserting the existing competitor right ventricular (rv) lead into the header of the crt-d. After several attempts, the lead was seated properly into the header and the rv lead noise that was seen through the device, as well as high rv pace and rv coil impedances, were no longer observed. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.